Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an button error/keypad unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit passed self-test and displacement test. Unit was received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.